Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematuria ("hematuria."), urinary tract infection ("recurrent utis") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent surgery to remove the implant due to complications). Essure was removed. At the time of the report, the pelvic pain, haematuria, urinary tract infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, haematuria, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematuria ("hematuria."), urinary tract infection ("recurrent utis") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent surgery to remove the implant due to complications). Essure was removed. At the time of the report, the pelvic pain, haematuria, urinary tract infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, haematuria, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), device breakage ("device breakage") and embedded device ("migration of essure device location of device: wrapped and embedded into the right round ligament") in a 34-year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pregnancy, light-headed feeling, menstrual cycle prolonged, palpitations, near syncope, sweating, tachycardia, feeling hot, pinched nerve, irritability, cough, nervous, anger, mental function decreased, visual disturbances, trauma, irregular menstruation, cesarean section, overweight, mental function decreased, caesarean section (4) and anesthesia. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included perineal pain, aphasia, disturbance in attention, sleep disturbance, intracranial hemorrhage, bladder infection, urinary urgency, back pain, urine output decreased, viral infection, sore throat, viral upper respiratory tract infection, upper respiratory tract congestion, fever, postnasal drip, rhinorrhea, sinus pressure, skin lesion, right lower quadrant pain, tenderness, ovarian torsion, libido decreased, numbness, heavy periods, pubic pain, neck pain, hernia, conjunctivitis, photophobia, redness, itching, stress and dizziness. Concomitant products included calcium glycerophosphate from (B)(6) 2017 , diazepam (valium) from (B)(6) 2017 , gabapentin from (B)(6) 2017 , hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from march 2017 , paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018 and venlafaxine from (B)(6) 2017 to october 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia"), dysuria ("dysuria / burning with urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), speech disorder ("neurological conditions or problems type: speech disturbance"), cognitive disorder ("cognitive and behavioral changes"), abnormal behaviour ("cognitive and behavioral changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced haematuria ("hematuria.") And abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, haematuria, urinary tract infection, depression, anxiety, dysuria, headache, nausea, speech disorder, cognitive disorder, abnormal behaviour, vaginal discharge, fatigue and weight decreased outcome was unknown, the dyspareunia, migraine and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, abnormal behaviour, alopecia, anxiety, cognitive disorder, depression, device breakage, dyspareunia, dysuria, embedded device, fatigue, haematuria, headache, migraine, nausea, pelvic pain, speech disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 106 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: post essure, confirm closure; on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - nausea, headaches, anxiety, fatigue, dyspareunia, pelvic pain, dysuria, cough, speech disturbance, vaginal discharge, migraine, urinary tract infection, hematuria, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received: events: device breakage ,embedded device,depression , mental anguish, burning with urination, migraine, headaches, nausea, speech disturbance, cognitive changes, abnormal behavior, vaginal discharge, fatigue, weight loss, hair loss, abdominal pain", patient other relevant history ,reporters , concomitant drugs, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), device breakage ('device breakage') and embedded device ('migration of essure device location of device: wrapped and embedded into the right round ligament') in a 34-year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pregnancy, light-headed feeling, menstrual cycle prolonged, palpitations, near syncope, sweating, tachycardia, feeling hot, pinched nerve, irritability, cough, nervous, anger, mental function decreased, visual disturbances, trauma, irregular menstruation, cesarean section, overweight, mental function decreased, caesarean section (4) and anesthesia. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included perineal pain, aphasia, disturbance in attention, sleep disturbance, intracranial hemorrhage, bladder infection, urinary urgency, back pain, urine output decreased, viral infection, sore throat, viral upper respiratory tract infection, upper respiratory tract congestion, fever, postnasal drip, rhinorrhea, sinus pressure, skin lesion, right lower quadrant pain, tenderness, ovarian torsion, libido decreased, numbness, heavy periods, suprapubic pain, neck pain, hernia, conjunctivitis, photophobia, redness, itching, stress and dizziness. Concomitant products included calcium glycerophosphate from (B)(6) 2017 to (B)(6) 2017, diazepam (valium) from (B)(6) 2017 to (B)(6) 2017, gabapentin from (B)(6) 2017 to (B)(6) 2017, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018 and venlafaxine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia"), dysuria ("dysuria / burning with urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), speech disorder ("neurological conditions or problems type: speech disturbance"), cognitive disorder ("cognitive and behavioral changes"), abnormal behaviour ("cognitive and behavioral changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced haematuria ("hematuria."), abdominal pain ("abdominal area pain"), mood swings ("mood swings"), flatulence ("gas") and emotional distress ("distress"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, haematuria, urinary tract infection, depression, anxiety, dysuria, headache, nausea, speech disorder, cognitive disorder, abnormal behaviour, vaginal discharge, fatigue, weight decreased, mood swings, flatulence and emotional distress outcome was unknown, the dyspareunia, migraine and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, abnormal behaviour, alopecia, anxiety, cognitive disorder, depression, device breakage, dyspareunia, dysuria, embedded device, emotional distress, fatigue, flatulence, haematuria, headache, migraine, mood swings, nausea, pelvic pain, speech disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotionaj anguish because of the essure device. Current weight 106 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2016: post essure, confirm closure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - nausea, headaches, anxiety, fatigue, dyspareunia, pelvic pain, dysuria, cough, speech disturbance, vaginal discharge, migraine, urinary tract infection, hematuria, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media posts received : events added-distress, mood swings, flatulence. Reporters information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), device breakage ("device breakage") and embedded device ("migration of essure device location of device: wrapped and embedded into the right round ligament") in a 34-year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pregnancy, light-headed feeling, menstrual cycle prolonged, palpitations, near syncope, sweating, tachycardia, feeling hot, pinched nerve, irritability, cough, nervous, anger, mental function decreased, visual disturbances, trauma, irregular menstruation, cesarean section, overweight, mental function decreased, caesarean section (4) and anesthesia. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included perineal pain, aphasia, disturbance in attention, sleep disturbance, intracranial hemorrhage, bladder infection, urinary urgency, back pain, urine output decreased, viral infection, sore throat, viral upper respiratory tract infection, upper respiratory tract congestion, fever, postnasal drip, rhinorrhea, sinus pressure, skin lesion, right lower quadrant pain, tenderness, ovarian torsion, libido decreased, numbness, heavy periods, suprapubic pain, neck pain, hernia, conjunctivitis, photophobia, redness, itching, stress and dizziness. Concomitant products included calcium glycerophosphate from (B)(6) 2017 to (B)(6) 2017, diazepam (valium) from (B)(6) 2017 to (B)(6) 2017, gabapentin from (B)(6) 2017 to (B)(6) 2017, hyoscyamine sulfate; methenamine; methylthioninium chloride; phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018 and venlafaxine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia"), dysuria ("dysuria / burning with urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), speech disorder ("neurological conditions or problems type: speech disturbance"), cognitive disorder ("cognitive and behavioral changes"), abnormal behaviour ("cognitive and behavioral changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced haematuria ("hematuria.") And abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, haematuria, urinary tract infection, depression, anxiety, dysuria, headache, nausea, speech disorder, cognitive disorder, abnormal behaviour, vaginal discharge, fatigue and weight decreased outcome was unknown, the dyspareunia, migraine and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, abnormal behaviour, alopecia, anxiety, cognitive disorder, depression, device breakage, dyspareunia, dysuria, embedded device, fatigue, haematuria, headache, migraine, nausea, pelvic pain, speech disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight: 106 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2016: post essure, confirm closure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - nausea, headaches, anxiety, fatigue, dyspareunia, pelvic pain, dysuria, cough, speech disturbance, vaginal discharge, migraine, urinary tract infection, hematuria, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), device breakage ('device breakage') and embedded device ('migration of essure device location of device: wrapped and embedded into the right round ligament') in a 34-year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pregnancy, light-headed feeling, menstrual cycle prolonged, palpitations, near syncope, sweating, tachycardia, feeling hot, pinched nerve, irritability, cough, nervous, anger, mental function decreased, visual disturbances, trauma, irregular menstruation, cesarean section, overweight, mental function decreased, caesarean section (4) and anesthesia. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included perineal pain, aphasia, disturbance in attention, sleep disturbance, intracranial hemorrhage, bladder infection, urinary urgency, back pain, urine output decreased, viral infection, sore throat, viral upper respiratory tract infection, upper respiratory tract congestion, fever, postnasal drip, rhinorrhea, sinus pressure, skin lesion, right lower quadrant pain, tenderness, ovarian torsion, libido decreased, numbness, heavy periods, suprapubic pain, neck pain, hernia, conjunctivitis, photophobia, redness, itching, stress, dizziness and arrhythmia. Concomitant products included calcium glycerophosphate from (B)(6) 2017 to (B)(6) 2017, diazepam (valium) from (B)(6) 2017 to (B)(6) 2017, gabapentin from (B)(6) 2017 to (B)(6) 2017, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018 and venlafaxine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysuria ("dysuria / burning with urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced speech disorder ("neurological conditions or problems type: speech disturbance"), cognitive disorder ("cognitive and behavioral changes"), abnormal behaviour ("cognitive and behavioral changes") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On (B)(6) 2018, the patient experienced libido increased ("can't resist the urge anymore"). On an unknown date, the patient experienced haematuria ("hematuria."), abdominal pain ("abdominal area pain"), mood swings ("mood swings"), flatulence ("gas"), emotional distress ("distress") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, haematuria, urinary tract infection, depression, anxiety, headache, nausea, speech disorder, cognitive disorder, abnormal behaviour, vaginal discharge, fatigue, weight decreased, mood swings, flatulence, emotional distress and libido increased outcome was unknown, the dyspareunia, dysuria, migraine, abdominal pain and genital haemorrhage had resolved and the alopecia was resolving. The reporter considered abdominal pain, abnormal behaviour, alopecia, anxiety, cognitive disorder, depression, device breakage, dyspareunia, dysuria, embedded device, emotional distress, fatigue, flatulence, genital haemorrhage, haematuria, headache, libido increased, migraine, mood swings, nausea, pelvic pain, speech disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 106 lbs. She received treatment for pain, abnormal bleeding, psych injury, device fracture, migration, and dysuria". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2016: post essure, confirm closure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - nausea, headaches, anxiety, fatigue, dyspareunia, pelvic pain, dysuria, cough, speech disturbance, vaginal discharge, migraine, urinary tract infection, hematuria, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ genital haemorrhage¿ was added. Event ¿dysuria¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), device breakage ('device breakage') and embedded device ('migration of essure device location of device: wrapped and embedded into the right round ligament') in a 34-year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pregnancy, light-headed feeling, menstrual cycle prolonged, palpitations, near syncope, sweating, tachycardia, feeling hot, pinched nerve, irritability, cough, nervous, anger, mental function decreased, visual disturbances, trauma, irregular menstruation, cesarean section, overweight, mental function decreased, caesarean section (4) and anesthesia. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included perineal pain, aphasia, disturbance in attention, sleep disturbance, intracranial hemorrhage, bladder infection, urinary urgency, back pain, urine output decreased, viral infection, sore throat, viral upper respiratory tract infection, upper respiratory tract congestion, fever, postnasal drip, rhinorrhea, sinus pressure, skin lesion, right lower quadrant pain, tenderness, ovarian torsion, libido decreased, numbness, heavy periods, suprapubic pain, neck pain, hernia, conjunctivitis, photophobia, redness, itching, stress, dizziness and arrhythmia. Concomitant products included calcium glycerophosphate from (B)(6) 2017 to (B)(6) 2017, diazepam (valium) from (B)(6) 2017 to (B)(6) 2017, gabapentin from (B)(6) 2017 to (B)(6) 2017, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018 and venlafaxine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysuria ("dysuria / burning with urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced speech disorder ("neurological conditions or problems type: speech disturbance"), cognitive disorder ("cognitive and behavioral changes"), abnormal behaviour ("cognitive and behavioral changes") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On (B)(6) 2018, the patient experienced libido increased ("can't resist the urge anymore"). On an unknown date, the patient experienced haematuria ("hematuria."), abdominal pain ("abdominal area pain"), mood swings ("mood swings"), flatulence ("gas") and emotional distress ("distress"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, haematuria, urinary tract infection, depression, anxiety, dysuria, headache, nausea, speech disorder, cognitive disorder, abnormal behaviour, vaginal discharge, fatigue, weight decreased, mood swings, flatulence, emotional distress and libido increased outcome was unknown, the dyspareunia, migraine and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, abnormal behaviour, alopecia, anxiety, cognitive disorder, depression, device breakage, dyspareunia, dysuria, embedded device, emotional distress, fatigue, flatulence, haematuria, headache, libido increased, migraine, mood swings, nausea, pelvic pain, speech disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 106 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2016: post essure, confirm closure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - nausea, headaches, anxiety, fatigue, dyspareunia, pelvic pain, dysuria, cough, speech disturbance, vaginal discharge, migraine, urinary tract infection, hematuria, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event 'libido increased' added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.